Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with sensor glucose below 40 and treated the episode with oral glucose tablets and a cookie, after which glucose returned to target range by early morning. Symptoms included symptomatic hypoglycemia. Outcomes included correction of low glucose with oral carbohydrate and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.